Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient's heart rate was very low and "wore out" the battery. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.